Event description:
The patient reportedly experienced a loss of lock with his internal device. External equipment was exchanged however this did not resolve the problem. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.